Manufacturer narrative:
The glucose hk gen.3 reagent lot number is 91927601, and the expiration date is 28-feb-2027. A field service engineer (fse) replaced and adjusted the sample probe, resolving the issue. No additional events were observed after the fse's actions. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable glucose hk gen.3 results from the cobas c 503 analytical unit for two patients. Patient 1's initial result was 19.5 mg/dl, and the repeat result on another c 503 analyzer was 111 mg/dl. Patient 2's initial result was 7.53 mg/dl, and the repeat result on another c 503 analyzer was 88.0 mg/dl. The repeat results were deemed normal.